Manufacturer narrative:
No sample information was provided. No problems with calibration or qc were noted. The issue was resolved by changing to a different reagent lot. Service was not dispatched for this event, as this was a reagent issue.

Manufacturer narrative:
(B)(4).

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining falsely positive rheumatoid factor (rf) results that were not reported out of the laboratory. No sample information was provided except that sample results are a little over 20 iu/ml. No reports of patient impact were attributed from this event.